Event description:
It was reported that during battery replacement, the initial battery the patient had implanted could not be interrogated due to the placement being too deep and device being at neos. After replacing the battery with a new one, high impedance was obtained after performing system diagnostics. Lead pin re-insertion was performed multiple times and made sure the screw was tightened but there was still high impedance. They then inserted the pin back to the old generator that had been implanted too deep and were able to interrogate. After performing system diagnostics, high impedance was obtained therefore the surgeon proceeded to remove both the lead and generator. The lead was not available for return as it was sent to pathology for evaluation, however it was noted that there was a cut on the lead 2 inches above the lead pin and the surgeon did not know whether she did this or if this was already there previously. No additional relevant information has been received to date.

Event description:
The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. The generator that was opened but not used due to the high impedance found caused by the lead was returned for product analysis. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional. The battery, 2.823 volts as measured during completion of the final electrical test, shows an ifi=no condition. The data in the diagaccumconsumed memory locations revealed that 0.639% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.